Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Section completed by manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician that the haptic was attached to the lens optic after the implant of the intraocular lens, model zcb00, serial number: (B)(4). This caused difficulty to position the lens and to finish the surgery. There was no patient injury, but there was a discomfort for the physician because of the risk involved in this situation. No further information was provided.

Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The dimensional inspection performed at lens generation was reviewed and the data shows the lens is within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. Iol the dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow up with the doctor, the following information was provided. The doctor observed that this situation of the haptic adherence to the optic happens when the room is about 20 degrees of temperature. The surgery risk is related to the need of mechanical force to separate the haptic from the optic, which requires an intense movement inside of the capsular bag. No patient information was provided. All pertinent information available to abbott medical optics has been submitted.